Event description:
The physician reported that his programming system will not interrogate with four to five patients. It was reported that the handheld was freezing on various screens. The physician reported that he has exhausted all troubleshooting methods in an attempt to fix the issue. A company representative attempted troubleshooting with the device; however, no issues with the programming system were encountered. It was reported that the physician wanted a new programming system. A new programming system was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
Additional information was received stating that there were no screen freeze issues with the handheld device. The physician stated that the communication issues were not due to the depth of the generator in the patient or emi. The handheld device and programming wand were returned to the manufacturer for analysis. Analysis of the programming wand found that the serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors cleared. After the serial data cable was substituted, the programming wand performed according to functional specifications. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. Additional information indicates that the suspect device is the programming wand.